Event description:
Report received of no audible alarm tones. The pump was returned to the sterile processing department with an unsigned note that stated, "no alarm sound." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.